Event description:
It was reported that approximately 20 months post implantation, the patient was experiencing pain and tibial lucency was identified. Patient is expected to undergo revision of the total ankle replacement approximately 23 months post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.